Event description:
The pt had a primary surgery (posterior fusion on c-c3, co-c2: pedicle screw, c3: lateral mass screw) in 2007. It was found that the blockers on c3 were disassembled 4 days post op, 4 days later. The pt was revised 6 days later.